Manufacturer narrative:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that there were foreign material stains at the distal end surface. Additional evaluation also included the following: the grip shaved, the air/water cylinder and suction cylinders both had discoloration, the switch box had a dent, the right/left knob and up/down knobs were both scratched; due to a cut on the bending section cover, water tightness was lost; the connecting tube had a cut and was buckling; the adhesive around the objective lens had a crack, the light guide lens had discoloration, the distal end was shaved, the was corrosion around the forceps elevator, and a leak was found between the distal end and the plastic cover. Due to annual inspection, parts were required for replacement. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process (annual inspection). During routine inspection of the device by olympus, it was found that there were foreign material stains at the distal end surface. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally the light guide (lg)-lens glue peeled off by physical stress such as hitting/dropping distal end or chemical stress due to chemicals used which resulted in moisture invasion of lg-lens and corrosion. The event can be detected and prevented by following the instructions for use (IFU) which state: -operation manual chapter 3 preparation and inspection. - reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided based on the device evaluation: upon device evaluation, the light guide lens was also found to be dirty. Also added component code: 866 lenses.